Event description:
It was reported that there was an inaccurate insulin display and the pump did not hold a charge. There was no adverse impact to the customer¿s blood glucose level. The caller declined further assistance or troubleshooting, and no further action was required.